Event description:
Customer reported a high blood glucose event with the exact value unknown, indicated only as "high." To address the issue, the customer changed the pump supplies and delivered a bolus. Control iq feature was active during the event, and customer acknowledged instructions to consult healthcare provider and contact technical support for troubleshooting if necessary.